Event description:
Further reported was "abundant mixed inflammatory exudate with increased neutrophils, consistent with acute inflammatory process / abscess" and "numerous neutrophils and histocytes compatible with abscess / infected seroma cavity fluid are present." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the weight the device within specification, deformation, creases flat, wear abrasion and white particles biological tissue. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of infection (late onset) and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "abundant mixed inflammatory exudate with increased neutrophils, consistent with acute inflammatory process / abscess" and "numerous neutrophils and histocytes compatible with abscess / infected seroma cavity fluid are present".

Manufacturer narrative:
Additional, changed, and/or corrected data. Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number: (B)(6) was manufactured under controlled conditions in accordance with the current manufacturing procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. One additional complaint was noted for devices sterilized under sterilization run (B)(4). However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for the period of jul 2019 through jun 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported a left side "seroma." Further reported was "abundant mixed inflammatory exudate with increased neutrophils, consistent with acute inflammatory process / abscess" and "numerous neutrophils and histocytes compatible with abscess / infected seroma cavity fluid are present." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "seroma." Device remains implanted.